Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5124095. Product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6). Batch: 352419. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na, batch: 23226239.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration and high impedances on the leads. The ipg was non-functional. The patient underwent an ipg and lead replacement procedure and the patient was doing well postoperatively. The explanted devices will not be returned per hospital policy.